Event description:
Litigation papers allege the patient has difficulty walking, standing and/or sitting; unexplained hip, groin and/or leg pain; swelling or inflammation or tissue surrounding the hip implant; loosening of the hip replacement; trembling; vibrations; fatigue or decline in physical ability; elevated levels of metals in the blood.

Manufacturer narrative:
Update:* 2/11/2013 - asr/supplemental information received. Part/lot has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.